Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown head, unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11463.

Event description:
It was reported that patient underwent a left hip revision due to osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information received.

Manufacturer narrative:
Device was not explanted. Review of radiographs provided could not confirm the reported osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.